Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had emergency medical services experiencing high and low blood glucose level. Customer¿s blood glucose level was unknown at the time of incident. Customer used automode. Customer treated with insulin pump. Customer did not hospitalized. Product will not be returned for analysis.